Event description:
The distraction rod broke at the angle joint area during the activation period, 6 days postoperatively. The broken rod was replaced. No adverse consequence to the surgeon or surgical delay was reported.

Manufacturer narrative:
Summary of evaluation: evaluation results as received from howmedica leibinger gmbh indicate that this type of failure is typical when the distraction rod is turned while it is locked and/or the maximum bending angle is exceeded. Failure reasons related to material or mfg were not detected.